Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump was not delivering insulin properly. Customer reported that there was a discrepancy between what the bolus history listed and what was actually delivered. Customer also reported that she was unable to exit the preparing to prime loop. Customer stated that a finish loading alarm was also returned. Blood glucose level was 411 mg/dl at the time of the call. Customer treated with a manual injection. No further information was provided.